Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11 the reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Arthroscopic images were provided and reviewed by a health care professional. As the orientation of the scope and imaging portal are unknown an assessment of the provided images could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an arthoscopy procedure approximately 5 years and 5 months post implantation. After review, it was noted by the surgeon that the glenoid had been obliterated into pieces and the surgeon was concerned that metal on metal grinding may be occurring due to the glenoid fracture. No further revision or intervention has been noted to date. Attempts have been made and additional information on the reported event is unavailable at this time.